Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The handle was broken from the device. This device failed due to a weld fracture. In addition, the joints were very worn from repeated intended use. A manufacturing review was performed and there were no discrepancies found. No further investigation required. Report source: complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure that the offset reamer handle snapped off when reaming the acetabulum. Another handle was used to complete the procedure and no adverse events were reported as a result of the malfunction.